Event description:
The homecare provider (hcp) reported the following info: (1) the mark 5 was returned to the hcp for repair. (2) the device was filled and passed overnight normal evaporation rate testing. (3) the next day, the service tech tested flows. (4) when the flow control valve was adjusted to 4 lmp, liquid oxygen began leaking from the valve after approx one minute and continued until the unit was empty. (5) no injury occurred.